Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device remained implanted during the reported revision surgery. Only the helical blade was replaced. (B)(4) unanticipated x-rays related to complaint event and revision surgery. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that the subject device would not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent the initial trochanteric fixation nail (tfn) implant surgery on (B)(6) 2015. X-rays taken on an unknown date revealed that the helical blade had migrated. The patient underwent revision surgery on (B)(6) 2015 to remove the helical blade. The patient was revised with lag screw. The nail and locking screw remained implanted. The procedure was successfully completed with no surgical delay. This report is 1 of 2 for (B)(4).